Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This voluntary medwatch is in response to receipt of medwatch form (B)(4).

Event description:
It was reported that the patient underwent caesarean section on (B)(6) 2014 and suture was used. During the closure of hysterotomy in the lower uterine section, the suture needle popped off and went into the myometrium. The needle was found in myometrium by fluoroscopy. The primary hysterotomy site was then cut and needle was retrieved with help of hemostat. This incision was then closed.